Event description:
Evenflo simplygo electric breast pump. I had brought this product after using many of their products over the years. I was pumping one day for maybe 15 min and the next thing I know I unplugged the ac adapter and burned myself with the prongs on the plug in. They were extremely hot and not sure why I followed the instructions exactly as they were. (B)(4).